Event description:
It was reported that the patient had made good progress post-surgery in (B)(6) for the first couple months according to surgeon's assistant. The patient developed discomfort and stiffness during physical therapy. Patient had shoulder cat scan on (B)(6) 2012 and everything (implants) appeared normal. Patient had shoulder scoped in (B)(6) and it was discovered the glenoid implant was no longer attached to the glenoid. On (B)(6) 2012, the surgeon revised the glenoid and humeral head. The glenoid implant had significant soft tissue attached to tm but it did not appear to have significant bone growth.

Manufacturer narrative:
Investigation in process.